Event description:
Pt was having an interventional fluoro when this x-ray system stopped with an error message. Pt was transferred to another hospital where the interventional procedure was completed on them.

Manufacturer narrative:
Eval - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results (other) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.